Event description:
This ra lead was implanted on (B)(6) 1999. And was explanted on (B)(6) 2018, due to pocket infection, hematoma present and erosion. The whole system extracted. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).